Event description:
On (B)(6) 2025, the user reported that after only one week of use, they were unable to unlock the ilet screen. The user attempted troubleshooting, including charging the device and pressing and holding the button, but the unlock function would not respond to swiping. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.